Event description:
Customer called to report the insulin was not exiting during priming. It was stated that the customer was not wearing the pump and customer was on manual injections. Bgs were high in the last month. Troubleshooting was performed. The lead screw was turning but the insulin did not come out. Additionally, the driver block was not moving when the lead screw was turned manually.